Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A case of ipg not holding a charge was reported to abbott. The patient's ipg was replaced on (B)(6) 2023, no complications during the procedure and therapy restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was causing recharge burden. Surgical intervention may be taken a later date to address the issue.